Event description:
The report indicates that the customer's bg levels dropped dramatically over a five hour period. After administering a correction bolus in response to a high bg level of 329mg/dl, her levels lowered to 134mg/dl within an hour. She went to bed and 2.5 hours later, "ambulance workers woke her with a bg of 20mg/dl." She was not hospitalized. She continued to wear the pod and was reportedly "fine" at the time of the call. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. We are unable to confirm any device malfunction that may have caused or contributed to the pt's hypoglycemic episode. A review of the lot data from which this pod was built was performed - the lot was found to pass all acceptance criteria. Built into the pod's design are electrical, mechanical and software safety features that prevent the device from over-delivering insulin (which could result in low bg levels). Without the pod returned for evaluation, the cause of the pt's hypoglycemia cannot be determined. Note: the pt mentioned that she was going to review her pdm settings with her health care provider to ensure she was making appropriate adjustments. The settings she had initially entered in to the pdm "are based on setting she had in (an alternate) pump." Though it cannot be confirmed, it is possible that incorrect settings may have been a contributing factor to her hypoglycemic episode.